Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The common probable cause for stenosis is due to pannus overgrowth. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 2 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to stenosis of the bioprosthetic valve. No additional adverse patient effects were reported.